Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. The field service representative (fsr) attempted the verify repair but was only given access to pull the service logs. The perfusionist realized that the issue was due to over occluding the pump. Per the manufacturer's technical support, the logs were exported on (B)(6) 2019 and did not cover the problem date of (B)(6) 2019. A log review is not possible. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's sales representative, the end-user was able to correct the pump jam by reducing the occlusion. The pump was checked by user facility's service department and was put back into use as it checked out fine.

Manufacturer narrative:
Per the user facility's perfusionist, the pump stopped and the screen went blank. When the pump turned back on then the 'pump jam' error message was displayed. Per the manufacturer's technical support specialist, when a small roller pump goes into a pump jam (overcurrent) state, it will reboot the pump.

Event description:
Prior to use of the device for a cardiopulmonary bypass (cpb) procedure, the cardioplegia (cpg) roller pump displayed a pump jam message and rebooted. As a result, the end-user removed the tubing set, reinstalled and set occlusion. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.